Manufacturer narrative:
The investigation for the positioning issue has been completed. The reported situation was that the pump was providing less than optimal flows. The root cause of the low pump flows was most likely due to improper positioning. Every repositioning attempt ended with impella tracking back into same location within patient condition's papillary structures.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support. Transesophageal echocardiogram showed pigtail in papillary muscles. Multiple attempts to reposition were unsuccessful. Every attempt ended with impella tracking back into same location within papillary structures. The pump was removed and two other pumps were used. The procedural outcome was the patient survived the surgery.